Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of swollen lymph nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "swollen lymph nodes" and "inflammation under the armpits."

Event description:
Patient reported unknown side "swollen lymph nodes" and "inflammation under the armpits." This record represents the right side. Device remains implanted.